Event description:
In 2004, this pt was implanted with gore excluder bifurcated endoprosthesis. The proximal end of the trunk ipsilateral device was 2-3 cm below the level of the renal arteries. In 2006, this pt had a reintervention in which two aortic extender components were used to extend the original device to the level of the renal arteries. In 2009, gore was made aware of a scheduled reintervention. Cta was read by radiology and the surgeon as a type iii endoleak secondary to a stent fracture and hole in the graft. The pt was implanted with three aortic extender components to reline the aortic neck. At the end of the procedure a faint type iii remained. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices involved in this complaint: pxa280300, pxa280300.